Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was explanted. The patient had the device removed because they needed an MRI and the implantable neurostimulator (ins) was nearing depletion. The patient noted the health care provider (hcp) advised them "that one part of their lead paddles could not be removed during explant." It was noted the hcp had to cut the leads. It was also noted the hcp would have to perform a laminectomy in order to try to retrieve the existing piece. It was also reported when the patient was in the recovery room they had total paralysis for 10-15 minutes from their hips down. It was noted after 15 minutes the patient regained movement again. The patient stated the hcp said "that maybe when the lead was attempted to be moved it caused a concussion to the cord or hit a nerve causing paralysis." Patient stated they noticed "one of the leads had a big nick in it." An inch below the slice or nick the wire was bare, smashed, and had a cut in it. It was noted the hcp advised the patient of this and said "the portion looked crushed." The same day, it was reported the hcp aborted procedure and cut the tails of the lead and left the paddle portion implanted. It was noted the hcp "tugged" on the lead and it wouldn't move. The reason for removal was the patient needed an MRI of their back for further medical issues, ins was near end of life, and the patient also never had stimulation coverage from the beginning. It was noted the patient had to suck in their abdomen to feel stimulation. It was noted the "trial provided good coverage but the first attempt to get normal lead in, the hcp had a hard time." It was reported the patient noticed paralysis from the hips to feet in recovery for 20-30 minutes. It was unclear how long paralysis lasted due to comment in previous report of 10-15 minutes. It was also noted the nurse may have thought "the spine suffered a concussion during the tugging on the lead, or a possible blood clot." It was also noted th e staff was preparing for further surgery if the paralysis did not resolve. Patient stated "they started moving toes to which they added ice to their legs which felt very hot to the patient but was normal according to the nurse." It was noted the patient was able to walk but was in a lot of pain following the procedure. It was noted the patient had concerns that their lead was either "backwards or had flipped in the space." The patient also noted they were informed that there was a "noticeable smash or nick mark below the lead in the outside insulation." The patient could see it on the devices that were removed. It was noted the hcp suggested further surgery to remove the lead by doing a laminectomy. Patient was not excited about this because of the "cost out of pocket and the invasiveness of the procedure." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received stated the paddle lead had adhered to the surrounding tissue causing it to be difficult to be removed. It was stated that the doctor decided to cut the lead and leave the paddle portion in place. It was noted that it was still being discussed if a level ii laminectomy will be done to remove the paddle portion, but nothing had been scheduled. During the procedure, electrocautery was used to cut the lead and a "contusion was caused to the spinal cord/nerve at that time causing partial limited mobility to the patient's legs." It was stated that the partial paralysis "resolved after a few minutes and patient had full use of legs before discharge and still to this day." It was noted that no blood clots were seen postoperatively. It was stated that the "smash, nick mark below the lead in the outside insulation, happened during the removal."